Event description:
Healthcare professional reported surgeon sized for 21mm which was too large when implanted and tore the aorta. The aorta was repaired without any further complication to the pt. A 19mm valve was then implanted.